Manufacturer narrative:
E1: PHONE NUMBER LISTED AS (B)(6) WHICH EXCEEDS 10 CHARACTERS FOR FIELD.

Event description:
IT WAS REPORTED A PERICARDIAL EFFUSION OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED. A WATCHMAN TRUSEAL ACCESS SYSTEM (WAS) AND A WATCHMAN FLX LAA CLOSURE DEVICE AND DELIVERY SYSTEM (WDS) WAS SELECTED FOR USE. DURING THE EXCHANGE OF THE WAS SHEATH, THE PATIENT DEVELOPED A PERICARDIAL EFFUSION. THE PHYSICIAN CANCELLED THE PROCEDURE. THE PATIENT REMAINED IN STABLE CONDITION FOLLOWING THE PROCEDURE.

Event description:
It was reported a pericardial effusion occurred.A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN TruSeal Access System (WAS) and a WATCHMAN FLX LAA Closure Device and Delivery System (WDS) was selected for use. During the exchange of the WAS sheath, the patient developed a pericardial effusion. The physician cancelled the procedure. The patient remained in stable condition following the procedure.It was further reported that the pericardial effusion occurred following a radiofrequency (RF) ablation performed with non-BSC devices, after the TruSeal sheath had been advanced into the patient's left atrium. The effusion was located at the base of the heart. Imaging confirmed the presence of a perforation. Pericardiocentesis was performed to successfully treat the effusion. No additional patient complications were reported. The patient is currently stable and is expected to make a full recovery. There are no plans to reattempt the procedure at this time.

Manufacturer narrative:
E1: Phone number listed as (b)(6) which exceeds 10 characters for field.With all the available information, Boston Scientific (BSC) concludes: Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN TruSeal Access System, Part # M635TS70020, Batch # 0037228213. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device Technical AnalysisThe WATCHMAN TruSeal Access System has not been returned and was not available to aid in the investigation analysis.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The WATCHMAN TruSeal Access System Instructions for Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, and cardiac perforation as potential adverse events.Risk ReviewA Risk Review was completed and confirmed that the events of pericardial effusion and cardiac perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBSC has assigned an investigation conclusion code of No Problem Detected. The instructions for use list pericardial effusion and cardiac perforation as known adverse effects of the device. Based on the medical review conducted for this complaint, the reported clinical event is anticipated per the IFU. Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure.